Manufacturer narrative:
Concomitant products continued: 419688 lead, implanted: (B)(6) 2011, dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial non-capture noted post-operative device check. It was noted the patient had an intra- abdominal surgery. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.